Manufacturer narrative:
H6: per a review of the complaint file, omitted a1301 and added a1414.

Manufacturer narrative:
D9 device was received and date received was added. E1 added zip code extension and initial reporter phone as they were omitted from the initial report that was submitted. H6 codes were updated to reflect that the device was received for investigation. H11 updated additional manufacturer narrative as the device was received. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that upon initial set up of impella, the pump was unable to prime, purge cassette removed and placed again. The connections were secure, d5w re-spiked and ensured it was fully in bag, pump unable to prime, automated impella controller said it did not detect purge fluid. New purge cassette opened and replaced initial cassette, pump successfully primed and pump placed in patient. There was no patient harm.